Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included degenerative disc disease, lupus erythematosus, asthma and depression. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse),") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the dysfunctional uterine bleeding, mood swings, migraine, headache, dysmenorrhoea, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: probable pelvic hematoma. Hysterosalpingogram - on an unknown date: results: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided.. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received:event hormonal changes describe: mood swings,abnormal bleeding (vaginal, menorrhagia), migraines,headaches, bladder or urinary problems or changes,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),fatigue,abdominal pain added.outcome of event pain,abnormal bleeding,dyspareunia added as recovered.medical history,concomitant medication,reporters added this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain followed by a surgery to remove micro-inserts 2 years and 3 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ physical pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included degenerative disc disease, lupus erythematosus, asthma and depression. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In september 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse),") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the dysfunctional uterine bleeding, mood swings, migraine, headache, dysmenorrhoea, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: probable pelvic hematoma. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided.. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this is a retention case. All the information has been transferred from deletion case 2019-001877. Source document from deletion case added. Reporter information, lab details added. Event verbatim was updated as chronic pelvic pain/ physical pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ physical pain/ pain pelvic area') in a 36-year-old female patient who had essure (batch no. A45117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included degenerative disc disease, lupus erythematosus, asthma, depression, acid reflux (oesophageal) and abdominal cramps. Concomitant products included alprazolam, duloxetine hydrochloride (cymbalta), fluticasone, ibuprofen (motrin) and omeprazole. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse),") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the dysfunctional uterine bleeding, mood swings, migraine, headache, dysmenorrhoea, fatigue, bladder disorder, urinary tract disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2012 (as per previous sd) trailing coils: right 3, left 3 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: probable pelvic hematoma. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded; on(B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr has been transferred from deletion case 2019-001877. Lot number added. Insertion date updated. Reporters information updated. Events added- depression, anxiety. Historical and concomitant products added. Medical history and concurrent conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ physical pain/ pain pelvic area') in a 36-year-old female patient who had essure (batch no. A45117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included degenerative disc disease, lupus erythematosus, asthma, depression, acid reflux (oesophageal) and abdominal cramps. Concomitant products included alprazolam, duloxetine hydrochloride (cymbalta), fluticasone, ibuprofen (motrin) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse),") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the dysfunctional uterine bleeding, mood swings, migraine, headache, dysmenorrhoea, fatigue, bladder disorder, urinary tract disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012 (as per previous sd) trailing coils: right 3, left 3. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: probable pelvic hematoma. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain lot number: a45117 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('chronic pelvic pain/ physical pain/ pain pelvic area') in a 36-year-old female patient who had essure (batch no. A45117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included degenerative disc disease, lupus erythematosus, asthma, depression, acid reflux (oesophageal) and abdominal cramps. Concomitant products included alprazolam, duloxetine hydrochloride (cymbalta), fluticasone, ibuprofen (motrin) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse),") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysfunctional uterine bleeding, mood swings, migraine, headache, dysmenorrhoea, fatigue, bladder disorder, urinary tract disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012 (as per previous sd) trailing coils: right 3, left 3. Patient received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: probable pelvic hematoma. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain. Lot number: a45117 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('chronic pelvic pain/ physical pain/ pain pelvic area') in a 36-year-old female patient who had essure (batch no. A45117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included degenerative disc disease, lupus erythematosus, asthma, depression, acid reflux (oesophageal) and abdominal cramps. Concomitant products included alprazolam, duloxetine hydrochloride (cymbalta), fluticasone, ibuprofen (motrin) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In september 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse),") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysfunctional uterine bleeding, mood swings, migraine, headache, dysmenorrhoea, fatigue, bladder disorder, urinary tract disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012 (as per previous sd) trailing coils: right 3, left 3. Patient received treatment for pain, bleeding and migration diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: probable pelvic hematoma. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain lot number: a45117 manufacture date: 2012-08 expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received: event migration was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (surgery to remove the essure). Essure was withdrawn. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered pelvic pain and dysfunctional uterine bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was not provided. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain followed by a surgery to remove micro-inserts 2 years and 3 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 22-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain followed by a surgery to remove micro-inserts 2 years and 3 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.